Event description:
Patient's device did not work anymore after the patient walked through a store theft alarm. The patient received a "big shot" from the case. When the hcp checked the device all the settings were gone and the battery was eol. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.